Manufacturer narrative:
Qn#(B)(4). The customer returned one loose clip and one cartridge 544240 hemolok l clips 6/cart 84/box for investigation. The cartridge and the loose clip were visually examined with and without magnification. Visual examination of the loose clip revealed that the clip appears typical. Visual examination of the cartridge revealed that three intact clips were remaining in the cartridge. Functional inspection was performed on the returned loose clip and intact clips in the cartridge. A lab inventory clip applier was used. The loose clip was manually loaded into the jaws of the applier and was successfully applied to over-stressed surgical tubing. Similarly, the clips in the cartridge were able to load properly into the jaws of the applier and were successfully applied to over-stressed surgical tubing. No functional issues were found with the returned clips. The IFU for this product, l06110 was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The reported complaint of "clips falling from applier" was not confirmed based upon the sample received. Upon functional inspection, the loose clip was manually loaded into the jaws of a lab inventory applier and was successfully applied to over-stressed surgical tubing. Similarly, the clips in the cartridge were able to load properly into the jaws of the applier and were successfully applied to over-stressed surgical tubing. No functional issues were found with the returned clips.

Event description:
It was reported that the clips are falling from the applier.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok l clips 6/cart 84/box lot# 73c1700174 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips are falling from the applier.